Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a "shocking situation" occurred. There were no patient injuries related to this event. Follow-up has been requested to provide additional details surrounding the event, but was not available as of the date of this report. A supplemental report will be sent if information becomes available.